Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed but not duplicated. The assignable cause was depleted main batteries. The main batteries and harness have been replaced. Similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA (B)(4). This device is a p1.5 colleague pump with a user interface module software version of 6.13.92.

Manufacturer narrative:
(B)(4).the device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced a battery depleted alarm, interrupting delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. This user interface module software version of this device is unknown. No additional information is available.